Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a motor error alarm during the basal rate delivery. The customer also stated that he was hospitalized due to a high blood glucose reading of 1000 mg/dl. The customer stated that he has experienced high blood glucose levels ever since he had back surgery in (B)(6) 2010. The customer was uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.